Event description:
It was reported by service report that there was not control of bed functions from both side rails. The customer reported that they did not know if there were any patient involvement or if there were adverse consequences to report.